Event description:
On (B)(6) 2023, during a surgery on a pt's tonsils and adenoids it was reported that coblator stopped ablating and the tech noticed the tip of the electrodes were missing off the tip. The piece that was broken off was unable to be located. The pt was not harmed. The pt and guardian(s) were notified of the incident. All evac 70 xtra with integrated cable devices by arthocare corporation / smith & nephew have been removed. P/n 05122-98 rev k, (B)(4).